Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, ongoing, route, frequency and duration were not reported), imipenem injection (500mg, ongoing, route, frequency and duration were not reported) and fortum injection (1gm, discontinued, route, frequency and duration were not reported) for peritonitis. On an unknown date, the patient was discharged. At the time of this report, the patient was recovered from the event. Ten days after the event onset, pd therapy was discontinued, the patient's catheter was removed and the patient was switched to hemodialysis (thrice a week). No additional information is available.